Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided balloon was used during a gastrointestinal stenosis dilation procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the black exit marker detached and was pushed forward to the balloon portion of the device. Reportedly, no pieces of the device fell off inside the patient. The procedure was completed with another cre pro gi wireguided balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Investigation results: a visual examination of the complaint device revealed that only the distal tip of the device was returned with the exit marker around the balloon. It was noted that the balloon was cut from the catheter. The noted defects likely occurred due to the interaction of the device with the scope multiple times or if the customer left the protective sleeve on the shaft, though this cannot be confirmed. There is not enough information and evidence available to determine a root cause.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided balloon was used during a gastrointestinal stenosis dilation procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the black exit marker detached and was pushed forward to the balloon portion of the device. Reportedly, no pieces of the device fell off inside the patient. The procedure was completed with another cre pro gi wireguided balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.